Event description:
It was reported that the patient presented in the emergency room due to chest pain. Device interrogation revealed inappropriate shock, low defibrillation impedance, and an over current detection on the right ventricular (rv) lead. Programming changes were performed to address the issue. The patient condition was unknown.

Manufacturer narrative:
Correction:b5, d1,d2,d4,d6a,d10,h6.

Event description:
It was reported that the patient presented in the emergency room experiencing chest pain and shortness of breath. The implantable cardioverter defibrillator exhibited incorrect interpretation of signal and inappropriate shock. Programming changes were made on the device. The patient was stable.